Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient faced a bent cannula when he pulled his infusion set out which led to high blood glucose level. Therefore, on (B)(6) 2022, at 15:00 hours, the patient was admitted to the hospital with blood glucose level of 600 mg/dl. While in the hospital, the patient received insulin infusion intravenously as corrective treatment. On the date of this report ((B)(6) 2022), the patient was still in the hospital due to severe nasal infection, but his blood glucose level was in control (115 mg/dl). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient faced a bent cannula when he pulled his infusion set out which led to high blood glucose level. Therefore, on (B)(6) 2022, at 15:00 hours, the patient was admitted to the hospital with blood glucose level of 600 mg/dl. While in the hospital, the patient received insulin infusion intravenously as corrective treatment. On the date of this report ((B)(6) 2022), the patient was still in the hospital due to severe nasal infection, but his blood glucose level was in control (115 mg/dl). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.